Manufacturer narrative:
The guidewire was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there was product damage and removal issues. The 0.18-inch guidewire was molded normally, and the insertion of the wire went well. However, in the left ventricle, the wire was kinked in the transition of the floppy part to the stiff part. The implantation was in a normal way, but it was not possible to remove the wire through the pump. They removed the pump with the wire and the transition part of the wire was kinked in a 90-degree angle. By manipulating the pigtail, the team was able to remove the wire. They used a platinum plus wire and the further implantation was possible without any problems and went successful.